Event description:
The reporter was inserted with a gore soft tissue patch/mesh for a prolapsed female organ in (B)(6) 2003. Because of complication after implantation, the mesh was removed the following year, (B)(6) 2004. She developed an infection, abnormal bleeding and reaction to the mesh. Her body rejected the device because it was made out of polyester synthetic material. She now experiences pelvic and abdominal pain. She was recently checked out by a doctor who confirmed that the mesh was tangled up with her bowel and colon, causing all the pain. She has also developed adhesion and scar tissue.